Event description:
The customer observed falsely elevated (B)(6) igg results while using the architect i2000sr analyzer. The customer provided the following results: (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.